Manufacturer narrative:
We received your event description for the above mentioned device and would like to thank you for supporting our post-market surveillance. As of today, the medical device is not available for analysis, therefore, the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. Should additional relevant information or the device itself become available, the investigation will be updated.

Event description:
Difficulties deploying helix. Three attempts made, helix seemed to "jump out" after enough turns. Physician eventually perforated the tissue, although the perforation was small and they decided to leave it implanted and monitor the patient.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the device was scrutinized, including a visual, electrical and mechanical inspection. The visual inspection showed deformations of the outer conductor coil. Based on the symptoms, it is reasonable to assume that this damage resulted from the explantation procedure. With regard to the issues mentioned in the complaint description, the analysis of the lead did not show any deviations. In particular, the values of the parameters measured during the mechanical analysis of the fixation mechanism were within the technical specifications. The analysis did not reveal any sign of a material or manufacturing problem.